Event description:
This device was implanted on (B)(6) 2010 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 stating that there was gradual increase of impedance on svc coil. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).